Manufacturer narrative:
The initial reported event of the patient has sustained and will continue to sustain severe physical injuries and/or death, severe e motional distress, and economic losses and consequential damages was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 4470 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's attorney alleges "as a direct and proximate result of defendants' design, manufacture, assembly, marketing and sales of the sprint fidelis leads, plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages." The rv lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the physician electively capped and replaced the rv lead at the patient's generator changeout procedure.